Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming failed battery test every time she changed the battery. The insulin pump had a blank display when she changed the battery. The display came back after changing the battery again. The customer was changing the battery on the insulin pump more frequently. Customer's blood glucose level was 189 mg/dl. The device was not returned.